Event description:
2001, pt underwent implantation of staar model aa-4204vl intraocular lens. A complaint report form received from the surgeon stated that the pt had weak zonules prior to surgery and once the lens was injected the zonules from a 12:00 to 6:00 position tore with lens dislocation toward post seg. The lens was retrieved with kuglen hooks and was explanted successfully. The surgeon then performed and an anterior vitrectomy and implanted an iolab 485mj anterior chamber lens. The surgeon stated the cause of the injury was due to the pt's weak zonules and the force of the lens shooting out of the injector. Pt's post-op at two-weeks was va-20/80, with mild corneal edema. Prognosis is excellent for full visual recovery.